Event description:
It was reported that the pump's display was gradually becoming dim and fading over one month. The patient reported elevated blood glucose readings for four days, such as 289 mg/dl and 405 mg/dl, but he was able to successfully use the pump to give bolus doses to correct his blood glucose levels. The patient also reported experiencing the symptom of thirst. The patient did not seek any medical attention. The patient did not suffer an adverse event due to the reported pump. However, as the fading display issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up #1 date of submission 12/08/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 11/17/2011 with the following findings: investigation confirmed a discolored and dim display screen, which has no effect on insulin delivery function. The display malfunction is not likely to cause an adverse event, as the issue is generally obvious and detectable by the user. Therefore, the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.